Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose value was 410 mg/dl. Customer reported that the insulin pump retainer ring was damaged and there was a crack on back side of the insulin pump. It was unknown that auto mode feature was active or not at the time of event. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.